Event description:
Device malfunction: none. Symptoms/ae: dissection requiring intervention. Time of ae: during the procedure. It was reported that during xience v stent implantation in the calcified lad a proximal edge dissection occurred in the mid lad. Another 2.75mm x 18mm xience v was implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation: in this case, there was no reported product deficiency. The reported patient effect of dissection is a known adverse event as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.